Manufacturer narrative:
Disposition of the device is unknown. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the left femoral for myocarditis. It was reported the patient was on ECMO + impella cp when the patient lower limb color became poorer than before impella insertion. The patient underwent anterograde puncture on both lower limbs on the day of impella insertion. The blood flow seemed to improve temporarily; however, although it may be due to the bending of the punctured sheath, ischemia (ata closure) of the left lower extremity (impella side) was observed, and there was a suspicion of compartment syndrome. On (B)(6) 2020 a decompression incision on the left lower limb was performed. Per the physician the cause of the event is unknown. No further information was provided.